Event description:
It was reported that the implantable cardioverter defibrillator did not display some alerts on the remote transmission's fastpath summary despite the transmission cover page displaying them. It was also noted that the device and atrial lead exhibited an atrial noise reversion alert and that the atrial lead was damaged. No device intervention was performed. Patient was stable throughout.